Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, the customer did provide a picture showing damage to the fiber kit packaging and inner box. It was also reported that the shipper box had damage. The customer's reported complaint description of ntd kit was damaged (tyvek was punctured) from the outside and the components were exposed making it not sterile, was confirmed as the customer provided a photo of the damaged packaging. During the boxing process, operators are attentive to abnormalities including damage. The condition of the shipping box is clearly damaged and would not have left the angiodynamics facility in that condition. The most likely root cause of this event is attributed to handling after the product left the angiodynamics facility, i.e. This is overt shipping damage. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction: section g3: aware date amended from 06/11/2021 to 06/09/2021.

Manufacturer narrative:
The reported device has yet to be been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported receiving a damaged nevertouch direct procedure kit. When removing the kit from the outer shipper box, it was reported the ntd kit was damaged (tyvek was punctured) from the outside and the components were exposed making it not sterile. There were two other boxes in that shipper box where the outside box of the fiber was smashed in a little but the actual fiber was fine. The customer reported this happens often. There was no patient involvement. The reported devicewasindicated to bew available to be returned to the manufacturer for evaluation.